Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received random no delivery alarms. Customer was explained that the recurring alarms might be due to site, set or reservoir issues. Customer stated that after changing the set issue was resolved. Customer declined to continue further troubleshooting. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will not be returned for analysis.